Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake during therapy. The patient was not hospitalized for the peritonitis. The patient was treated with vancomycin injection (2 grams once in 5 days; route not reported) and fortum injection (2 grams once daily; route not reported) for the event. At the time of this report, it was unknown if the patient had been retrained on aseptic technique. Outcome of the event was not reported. Action taken with dianeal therapy was not reported. Extraneal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.